Event description:
This case was initially received via regulatory authority (reference number: mw5081472) on 07-dec-2018. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, the patient experienced vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), abdominal distension ("bloating"), asthenia ("weakness"), fatigue ("tiredness"), menstruation irregular ("undetermined menstrual cycles") and dysgeusia ("things tasting funny") and was found to have weight increased ("weight gain"), 7 years 9 months after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urticaria ("break out at least 3 times a weak on my entire body"), scar ("scars") and pruritus ("itchy everywhere"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, vulvovaginal pain, abdominal pain, alopecia, abdominal distension, asthenia, weight increased, fatigue, menstruation irregular, dysgeusia, urticaria, scar and pruritus outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, asthenia, dysgeusia, fatigue, menstruation irregular, vulvovaginal pain and weight increased with essure. The reporter considered medical device removal, pruritus, scar and urticaria to be related to essure. The reporter commented: an injury (serious injury) was mentioned but not specified and /or assigned to one of the events. The following information was received from social media itchy everywhere. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporters added. New serious event ¿device removed¿ added. Device tab updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5081472) on 07-dec-2018. The most recent information was received on 17-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. 627296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, the patient experienced vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), abdominal distension ("bloating"), asthenia ("weakness"), fatigue ("tiredness"), menstruation irregular ("undetermined menstrual cycles") and dysgeusia ("things tasting funny") and was found to have weight increased ("weight gain"), 7 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urticaria ("break out at least 3 times a weak on my entire body"), scar ("scars"), pruritus ("itchy everywhere") and tooth loss ("lost all my top teeth and slowly lossing the bottom"). The patient was treated with surgery (bilateral complete salpingectomy, total abdominal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vulvovaginal pain, abdominal pain, alopecia, abdominal distension, asthenia, weight increased, fatigue, menstruation irregular, dysgeusia, urticaria, scar, pruritus and tooth loss outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, asthenia, dysgeusia, fatigue, menstruation irregular, vulvovaginal pain and weight increased with essure. The reporter considered pelvic pain, pruritus, scar, tooth loss and urticaria to be related to essure. The reporter commented: an injury (serious injury) was mentioned but not specified and /or assigned to one of the events. The following information was received from social media itchy everywhere. Most recent follow-up information incorporated above includes: on 17-jul-2020: mr received-new reporter , lot number and event medical device removal was replaced with pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5081472) on 07-dec-2018. The most recent information was received on 26-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. 627296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, the patient experienced vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), abdominal distension ("bloating"), asthenia ("weakness"), fatigue ("tiredness"), menstruation irregular ("undetermined menstrual cycles") and dysgeusia ("things tasting funny") and was found to have weight increased ("weight gain"), 7 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urticaria ("break out at least 3 times a weak on my entire body"), scar ("scars"), pruritus ("itchy everywhere") and tooth loss ("lost all my top teeth and slowly losing the bottom"). The patient was treated with surgery (bilateral complete salpingectomy, total abdominal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vulvovaginal pain, abdominal pain, alopecia, abdominal distension, asthenia, weight increased, fatigue, menstruation irregular, dysgeusia, urticaria, scar, pruritus and tooth loss outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, asthenia, dysgeusia, fatigue, menstruation irregular, vulvovaginal pain and weight increased with essure. The reporter considered pelvic pain, pruritus, scar, tooth loss and urticaria to be related to essure. The reporter commented: an injury (serious injury) was mentioned but not specified and /or assigned to one of the events. The following information was received from social media itchy everywhere. Lot number:627296, manufacturing date:2008/05, expiration date:2010/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5081472) on 07-dec-2018. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, the patient experienced vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), abdominal distension ("bloating"), asthenia ("weakness"), fatigue ("tiredness"), menstruation irregular ("undetermined menstrual cycles") and dysgeusia ("things tasting funny") and was found to have weight increased ("weight gain"), 7 years 9 months after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urticaria ("break out at least 3 times a weak on my entire body"), scar ("scars"), pruritus ("itchy everywhere") and tooth loss ("lost all my top teeth and slowly lossing the bottom"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, vulvovaginal pain, abdominal pain, alopecia, abdominal distension, asthenia, weight increased, fatigue, menstruation irregular, dysgeusia, urticaria, scar, pruritus and tooth loss outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, asthenia, dysgeusia, fatigue, menstruation irregular, vulvovaginal pain and weight increased with essure. The reporter considered medical device removal, pruritus, scar, tooth loss and urticaria to be related to essure. The reporter commented: an injury (serious injury) was mentioned but not specified and /or assigned to one of the events. The following information was received from social media itchy everywhere. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. New event tooth fall was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5081472) on 07-dec-2018. The most recent information was received on 23-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, the patient experienced vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), abdominal distension ("bloating"), asthenia ("weakness"), fatigue ("tiredness"), menstruation irregular ("undetermined menstrual cycles") and dysgeusia ("things tasting funny") and was found to have weight increased ("weight gain"), 7 years 9 months after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urticaria ("break out at least 3 times a weak on my entire body"), scar ("scars"), pruritus ("itchy everywhere") and tooth loss ("lost all my top teeth and slowly loosening the bottom"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, vulvovaginal pain, abdominal pain, alopecia, abdominal distension, asthenia, weight increased, fatigue, menstruation irregular, dysgeusia, urticaria, scar, pruritus and tooth loss outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, asthenia, dysgeusia, fatigue, menstruation irregular, vulvovaginal pain and weight increased with essure. The reporter considered medical device removal, pruritus, scar, tooth loss and urticaria to be related to essure. The reporter commented: an injury (serious injury) was mentioned but not specified and /or assigned to one of the events. The following information was received from social media itchy everywhere. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.